Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: hi mmol/l (which on the system indicates a result in excess of 33.3 mmol/l) and lo mmol/l (which on the system indicates a result of less than 0.6 mmol/l). On two occasions it was reported that the caller received the following results on an aviva meter, compared to a professional meter, within 10 minutes: 3.0 mmol/l (aviva) and 7.7 mmol/l (hospital's meter). No adverse event reported. Return of the suspect device was requested for evaluation.